Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed a tear of the outer shell adjacent to the anterior valve resulting in outer lumen deflation. No other defects were found. There was no evidence of shell fatigue, instrument damage or an inadequate valve-shell bond. The cause of the tear could not be determined.

Event description:
Deflation resulting in explantation

Manufacturer narrative:
Physician statement: patient stated left side deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed a tear of the outer shell adjacent to the anterior valve resulting in outer lumen deflation. No other defects were found. There was no evidence of shell fatigue, instrument damage or an inadequate valve-shell bond. The cause of the tear could not be determined.

Event description:
Deflation resulting in explantation.